Event description:
A fire dept paramedic crew had a recent issue with an, ez-io pediatric needle; on the evening of (B) (6) 2010, (B) (6) and (B) (6) were dispatched to a (B) (6)-. During the course of treatment a paramedic inserted a 15 mm pediatric intraosseous needle for fluid therapy into this pt's right leg. The proximal tibial approach was used following all the manufacture's guidelines on insertion. There was no undue damage or misuse of the needle or the driver prior to delivery of the procedure. Following I/o insertion into bone, I was unable to rotate the plastic cap of the needle 90 degrees counter-clockwise, preventing ems from accessing the port for connection with IV tubing. Two separate emt p personnel attempted to remove this needle from its plastic hub using the same method, without success. It appeared as if the two separate pieces were fused together. This was the second of two io insertion attempts; the pt was delivered without IV access to the peds ed. I provided the attending md with this info and following stabilization of this pt, the needle in question was withdrawn from the pt's leg, placed into a container and released to ems. Ems field supervision was advised of this issue the device delivered to administrative personnel at the fire administration building. Dates of use: (B) (6) 2010. Diagnosis: pediatric cardiac arrest. Shaken baby with closed head. Event abated after use stopped: no. Airway, breathing, circulation assessed with vital signs. Respirations assisted with bvm with good compliance, spo2=100% with one attempt at oral intubation. Miller -0- blade used, upon initial laryngoscopy, noted heavy thick secretions and blood to posterior oropharynx. Passed 3.0 ett with hyper resonate l/s and falling spo2 -86%-. Withdrawed ett and provides bvm with good compliance and return to 100% spo2. Load pt to hard flat and reassess. Bvm with good compliance, spo2 -100%. Transport to (B) (6) pediatric emergency room via emergency ambulance with three ff x 2 and wma x 1. Attempts one unsuccessful IV to lfa with second attempt one io insertion to right leg, proximal tibial approach. Sterile technique used, io needle inserted to proper depth with 'easy io' driver using pediatric sized needle. Unable to remove needle housing from hub, standard counter clockwise method used; plastic appeared to be fused together. Io insertion unsuccessful.